Event description:
Event description guidant received information that after delivering four shocks, interrogation of this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead displayed a report of a shorted condition on the shocking lead.